Manufacturer narrative:
D3: correction. D9: 11/21/2024. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The issue was resolved by replacing the motor, worm gear, top case, bottom case, plunger cable, main board, interconnect board, and battery. Following the repairs, the device was validated using the onboard performance verification test and successfully passed all validation criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's motor was not running. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.